Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital during routine follow-up. Upon interrogation, the left ventricular lead exhibited poor threshold due to dislodgement. The patient did not benefit from biventricular pacing so may have been symptomatic. The lead was capped and replaced on (B)(6) 2017. The patient was fine before, during, and after the procedure.